Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery side and water sipped in. Troubleshooting was performed. Customer stated that the insulin pump was dropped. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. The crest and thus software were unsuccessful due to insulin pump stuck in critical insulin pump error (open book image) alarm. Unable to bypass open book. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor. Unable to perform force sensor zero offset test due to moisture damage to the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked belt clip rails, cracked case (battery tube), peeling serial label. Critical insulin pump error (open book image) alarm is confirmed due to moisture damage. Unable to download history files and traces confirmed. Cosmetic damage is confirmed at battery compartment.